Manufacturer narrative:
Device evaluated by manufacturer: the epic stent delivery system (sds) was received with blood in the wire lumen. The pull grip was completely pulled back. The inner shaft was kinked 3.5cm and 5cm from the tip. The exterior sheath was cut open to identify if there were any stent impressions or scratch marks from the loading and deployment of the stent. It was concluded that due to a processing mandrel, the interior surface of the clear portion would not result in any visual cues. Due to the deployed condition of the device, the presence of a stent could not be verified. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4).

Event description:
It was reported that during an abdominal aortic aneurysm (aaa) procedure, the stent was noted to be missing. The procedure was a aaa repair and the physician was using the 9x40x120 epic vascular stent in the external iliac inside of a previously placed endograft in an attempt to straighten out the vessel. After the physician went through the proper steps to deploy the stent no stent was seen on the image. The physician was able to see the radiopaque marker band on the distal end of the outer shaft. However, the other marker bands were difficult to visualize if they were present as the stent was being deployed inside an endograft. Fluoro was used with CT to see if the stent had deployed and moved distally into the aorta, and also used proximally to see if the stent had dislodged. No stent was observed in either direction. The procedure was completed with placement of two express ld stents in the iliac artery. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).